Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace (vp). Reprogramming was attempted, but the twos persisted. In addition, there was concern that the twos was driving the total ventricular pacing percentage down. The lead remains in use. No patient complications have been reported as a result of this event.